Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Device implanted on (B)(6) 2011. Explanted on (B)(6) 2012. The implant was broken , had substantial pitting and had changed to an extreme yellow color. Device was replaced with another of the same type of implant.